Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation and a review of the original call recording by customer services. The patient reported that the meter issue started at 08:00 am on (B)(6) 2017. The patient manages her diabetes with lantus insulin and metformin pills and increased the dose of her medication on (B)(6) 2017, but it is unclear what dose. The patient denied developing any symptoms as a result of the meter issue, however stated that on (B)(6) 2017 at 08:30 am she obtained a result of ¿560 mg/dl¿ on another device. The patient reported that on (B)(6) 2017 she visited her doctor¿s office, where she was prescribed januvia 100 mg pills. During troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the device. The batteries did not appear to require replacing however the patient had not been using the correct test strips. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.